Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient baclofen 680mcg/ml at 1008mcg/day and morphine 2.5mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider was inquiring about a patient in acute overdose. The patient had a pump replacement and the physician changed the dose from 1347mch/day to 1008mcg/day. Shortly after the procedure, the patient was hypotensive, sedated, and had labored breathing. Per the reporter, they programmed the pump to min rate mode and the symptoms continued. They aspirated 30ccs of fluid and stopped the pump because patient is experiencing overdose symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative and a healthcare provider who reported that the patient¿s overdose symptoms included decreased heart rate, respiration, and blood pressure. The patient was unresponsive to stimuli. Ultimately the patient was intubated, sedated, and placed in the ICU (intensive care unit). The pump was turned off, emptied, and cleaned out. It was then filled with pf (preservative free) saline. The patient was released from the ICU 4 days later on oral baclofen, and the pump was going to remain filled with saline until they could determine if the patient would need the pump or not. With regards to the cause of the event, it was suspected that the patient¿s catheter had been broken for some time (see manufacturer¿s report number 3004209178-2023-13641) and the patient had not been receiving the medication into the intrathecal space so when the catheter was replaced, the patient started receiving too high of a dose.